Manufacturer narrative:
Product complaint # (B)(4). Batch # r57887. Device evaluation summary: the analysis found that one ple60a device was returned with no apparent damage and with no cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and a small flash was identified at the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck, disabling the automatic return system of the knife. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the bariatric surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. The surgeon removed the battery and rotated for 180 degree and reinserted the battery, but knife reverse button still could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.